Event description:
It was reported that upon interrogation, the atrial lead of the asymptomatic patient exhibited episodes of automated mode switches due to noise. The majority of the noise was determined to be caused by electromagnetic interference. When performing isometrics, noise could be reproduced and inappropriate sensing was also noted. Other electrical values were normal. No programming changes were made and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.